Event description:
It was reported that this pacemaker was found to be operating in safety mode. The physician requested a local boston scientific representative to contact them with guidance on how to manage the patient and device. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The local sales representative contacted the physician and recommended device replacement. It was noted the patient has sinus node disease with a stable ventricular escape. A replacement procedure will be scheduled.

Manufacturer narrative:
This report will be updated when additional information is received.